Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1911008, medical device expiration date: 2024-10-31, device manufacture date: 2019-11-18. Medical device lot #: 2001006, medical device expiration date: 2024-12-31, device manufacture date: 2020-01-13. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringes 10ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: we have noticed that the black tip of the plunger on some of the sterile 5ml and 10ml syringes appear to have an excess residue covering them. This is oily in appearance. The current batch numbers for the 10ml syringes which we have in stock are as follows: 1911008, 2001006. We use the syringes to prepare sterile products in our manufacturing units.

Event description:
It was reported that an unspecified number of syringes 10ml ll experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: we have noticed that the black tip of the plunger on some of the sterile 5ml and 10ml syringes appear to have an excess residue covering them. This is oily in appearance. The current batch numbers for the 10ml syringes which we have in stock are as follows: 1911008, 2001006. We use the syringes to prepare sterile products in our manufacturing units.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/1/2020, h.6. Investigation: samples were received for investigation by our quality engineer. 5 sealed samples of 10ll lot 1911008, 5 sealed samples of 10ll lot 2001006 and 5 sealed samples of 10ll lot 2001007 for evaluation. Upon visual inspection of all these samples received, no excess of silicone can be observed in any of them. A device history review was performed for the possible lot numbers 1911008, 2001006 and 2001007 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.